Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was giving her inaccurate erratic readings. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on (B)(6) 2011 at 7:30pm, she reported blood glucose results of "69, 386, and 354mg/dl" with the lifescan meter, performed greater than 20 minutes of each other. The patient stated that she manages her diabetes with insulin (unknown type and dosage) and on (B)(6) 2011, she took more food/drink in response to the alleged product issue. At an unknown date and time after the reported issue began, the patient claimed to have developed symptoms of being "flushed, sweaty and nervous" and again, on (B)(6) 2011 after 7:00pm, the patient reported going to the ER where she was administered with an IV glucose. At the time of troubleshooting, the cca determined that the meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received medical treatment after the alleged product issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.